Event description:
It was reported that the procedure was to treat a very diseased superficial femoral artery. After predilatation was performed, an attempt was made to cross to the lesion with the 6.0/100mm absolute pro stent delivery system (sds); however, it would not cross. After retraction of the device, the stent implant was found to be partially deployed; however, the thumbwheel was not moved at all during the attempt to cross. Another absolute pro of the same size was used without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4): indication for use. It is indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the indications section of the absolute pro .035 biliary self expanding stent system instructions for use states: the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. In this case, the off label use may have contributed to the reported difficulties.